Event description:
Upon activation of cochlear implant, this pt began experiencing facial nerve stimulation along wth a burning sensation across the face. Reprogramming did not help to alleviate the problem. Therefore, the pt was explanted and reimplanted with a new device in 2003.